Event description:
It was reported that two emts were rolling the cot with a patient sideways when the cot hit an obstruction and tipped to the side. It was reported that the patient was injured as a result of the cot tip, however further information regarding the severity of the injury could not be provided. It was reported that there were no injuries to the caregivers.